Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The keypad was responsive during testing. Unit was successfully download using thump for history files and trace files. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1 and force sensor. No power alarms or alerts were found in history file on event date. No delivery alarms were found in history file and traces on or near event date. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay. P-cap was attached and locked into place properly. No delivery alarm is not confirmed. Charge/battery lasts less than expected is not confirmed. Unable to confirm cosmetic damage at the battery cap due to missing battery cap. Keypad unresponsive is not confirmed and was responsive during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible temporary vent blockage, charge/battery lasts less than expected, keypad/button unresponsive/button error, battery cap contact missing/damaged, damage (physical or cosmetic), no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) mmt-387a, mmt-1880l, mmt-332a. Customer reported a short battery life or a low battery alarm. Customer reported a keypad anomaly and/or stuck button alarm. Customer reported battery cap damaged, lost, or requesting a spare. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Customer reported insulin squirting out/dripping out during fill tubing process. Customer reported insulin flow blocked alarm. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the insulin pump. No product return is required for mmt-387a. No product return is required for mmt-1880l. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.